Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for use. However, during the procedure, the mid part of the shaft broke. Another 2.00mm x 8mm emerge balloon catheter was advanced; however, the shaft also broke. Both devices were removed from the patient and the procedure was completed with a different device. No patient complications were reported.